Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Evaluation was unable to reproduce the reported symptom. ¿battery depleted¿ was verified through a review of the event history log by the presence of three ¿battery depleted!¿ on the final days of customer use in the log, but it cannot be determined if the alarms are true or false. No component was identified for causality and the device yielded passing results when undergoing the ¿battery life test¿ diagnostic test. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a depleted battery. There was no patient involvement. No additional information is available.